Manufacturer narrative:
Followup MDR submission for device evaluation: one used sample model mz1000-07 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10 ml bd syringe filled with water and successfully flushed. The customer complaint that the sample was unable to be flushed could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero needleless connector was occluded. The following information was received by the initial reporter with the verbatim: connector sterilely attached to end of stopcock, stopcock would not prime with the cap attached. Rn could not flush/prime the connector. They were trying to complete a blood lab. Iu health riley.

Event description:
It was reported that bd maxzero needleless connector was occluded. The following information was received by the initial reporter with the verbatim: connector sterilely attached to end of stopcock, stopcock would not prime with the cap attached. Rn could not flush/prime the connector. They were trying to complete a blood lab. Iu health riley.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.